Event description:
Right knee pain [aching (r) knee]. No change/did not help a lot [device ineffective]. Walks there's still pain [pain upon movement]. Case narrative: based on additional information received on 29-may-2019, the case has been upgraded to serious as the event of right knee pain was added with the seriousness criteria of intervention required. This case is cross referenced with case: (B)(4) (same patient) initial information received from (B)(6) on 08-aug-2018 regarding an unsolicited valid serious case received from a consumer. This case involves an (B)(6) male patient who experienced right knee pain (after 1 month) and walks there's still pain (latency: unknown) after using the medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an (B)(6) 2018, the patient started using intra-articular hylan g-f 20, sodium hyaluronate injection at the dose of 6 ml (lot - unknown) for osteoarthritis. Information on lot number was requested. Patient experienced "no change" after unknown latency after starting use of hylan g-f 20 and sodium hyaluronate. He reported that his first synvisc one injection did not help a lot. Patient indicated that he was "heavy, more than 250 lbs" and asked if he may need a second dose due to his weight. Patient reported that he cannot take "nsaids" since they upset his stomach. On the unknown date of 2018, patient noticed his right knee pain and came back after a month for which he received a corticosteroid shot and reported no pain for 2 months. On the unknown date, it was stated by the patient that when he walked there was still pain. It was also reported that his next injection was due. His injection was sent to pharmacy and the registered pharmacist told him that instead of their being only one syringe there were three syringes. Action taken: not applicable. It was not reported if the patient received a corrective treatment. Outcome: recovered for right knee pain and unknown for walks there's still pain. Seriousness criteria: intervention required for right knee pain. A product technical complaint was initiated on 23-aug-2018 for synvisc one, batch number: unknown, global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is still required. Additional information was received on 23-aug-2018. Global ptc number was received, and ptc details were added. Additional information was received on 11-jan-2019. Event of walks there's still pain was added. Clinical course amended accordingly. Text amended accordingly. Additional information was received on 29-may-2019 from the patient. Additional event of right knee pain was added. Event of no change was made symptom to the event of right knee pain. Related case ID added. Seriousness of case upgraded to serious from non-serious. Clinical course updated. Text amended accordingly.